Event description:
It was reported that the patient underwent an uneventful sling procedure. Two weeks post operatively patient developed intractable suprapubic pain directly over the iliopectineal ligaments consistent with a post-colposuspension syndrome. The tenderness was located bilaterally directly above the pubic tubercles and over the iliopectineal ligaments. Vaginal exam revealed acute tenderness where the sling was attached to the pelvic side wall. The patient's temperature was 37.0 c and the pulse and blood pressures were within normal ranges. Broad-spectrum antibiotics (clarithromycin) were stated to treat potential pelvic infection. Opiate analgesia and non-steroidal anti-inflammatory drugs were required for pain relief. Patient was reviewed one week later, but by then the pain had exacerbated to the point where patient could not stand and had difficulty walking. A laparotomy was carried out the following day. A normal pelvis was found. The retropubic space was explored and the sling was densely adhered with fibrosis to the posterior surface of the iliopectineal ligaments on each side. The sling was separated from the ileopectineal ligaments with difficulty and then divided, leaving the lower part where it passes through endopelvic fascia intact. The suprapubic discomfort was alleviated almost immediately after the operation. The patient was reviewed at 6 weeks post operatively, by which time patient was completely free of pain and had remained dry.